Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer, sl0¿, 63 cm length, 8.5 f was received for investigation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a procedure, a porous check valve was noted. The sheath was exchanged, however the procedure was lengthened. The procedure was completed after replacing the devices with no patient consequences. Further information is not available.